Event description:
The manufacturer received information alleging the active exhalation verification test step had failed for a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was not returned to the manufacturer service center for evaluation, because the customer had elected to do their own repairs for this issue. There were no part(s) replaced or repairs made by philips since the customer has elected to make their own repairs to this device. The root cause isn't confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.